Event description:
It was reported that during an interventional stenting procedure in a restenosed non-abbott stented lesion, the nc trek 2.75 x 15 mm device was prepared per instructions for use. The balloon was advanced without resistance and ruptured on first inflation to 14 atmospheres. The device was removed from the patient anatomy without resistance and another trek balloon was used in the procedure. There was no clinical significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.